Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. No defects or anomalies were detected. The total length of the catheter body measured to be 218 mm which is within specifications of 207-227 mm per product drawing. The returned catheter was leak tested by clamping the distal end and pressurizing all three extension lines. Each lumen was pressurized with water to 45psi for 30 seconds. No leaks or air bubbles were observed in any area of the assembly; therefore, the sample passed functional inspection. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect." The reported complaint of extension line leakage could not be confirmed by complaint investigation. The returned catheter passed visual inspection and no leaks were found during functional leak testing. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a leakage at the proximal lumen during placement in the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leakage at the proximal lumen during placement in the patient.